Event description:
Total shoulder replacement. Surgeon reamed up to size 16, used same size osteotome again like reamer as per technique. Using size 16 broach/trial proceeded to seat - found it to be snug fit, so continued to hammer into humerus, backed it out a couple of times and then proceeded to hammer in again. At no time did he use undue force. As it was 99.9% seated so that bar sitting on cut surface, he noticed what he described as hairline fracture of proximal humerus. Taking care, he continued to seat trial unit until seated to desired placement. Once trailing of heads completed, we replaced with size 16 definitive stem. The surgeon was not concerned about the hairline fracture nor did he think it would cause any problem for the patient postoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.